Manufacturer narrative:
(B)(4). Device evaluation: the report of difficulty withdrawing the guide wire after catheter insertion was confirmed. One radial artery catheterization device was returned. The guide wire handle was fully advanced with the guide wire protruding through the needle. The needle was bent at an approximate 30 degree angle 3 cm from the hub. It is not known if the needle was bent during the insertion procedure or after removal from the patient. The tip of the guide wire was bent at an approximate 90 degree angle 5 mm from the distal weld. Microscopic examination found numerous offset coils on the distal third of the guide wire. After the needle was straightened, the guide wire could be advanced and retracted through the needle with some resistance. The guide wire drawing specifies the diameter at .432/.457 mm. The diameter was measured at .446 mm. The needle cannula drawing lists the outside diameter (od) at .0320/.0325 inches and the inside diameter (ID) at .0226/.02540 inches. The od was measured at .0323 inches. The ID was measured at .0230 using pin gages. All measurements met specifications. Other remarks: the instruction booklet provides instructions for using the radial artery device. The IFU directs the user to trial advance and retract the spring wire guide through needle to ensure proper function before use. The instructions also caution not to force feed the guide wire if resistance is encountered. A device history record review was performed and did not reveal any manufacturing related issues. Since it appears that the guide wire was damaged during catheter insertion, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the resident inserted the catheter and guide wire smoothly. When they attempted to withdraw the guide wire it wouldn't budge. As a result, both the catheter and wire were removed as one. It was noted the wire was bent at an almost 90 degree bend. There was no patient death reported. It was stated the patient is in critical condition but not due to this event. There was no injury as a result nor exposure to infectious disease.